Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit does not charge when plugged in. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not charge when plugged in. There was no patient harm reported.